Manufacturer narrative:
Customer returned (11) puendo3 tips. All tips were broken off at the tip. There were 3 different serial numbers associated with the 11 tips returned. Using microscope visually checked tips. No manufacturing defects or markings were noted on instruments. Tips of instruments were broken off. Complaint does not indicate the number of times instruments had been used. Complaint does not indicate what power setting was being used at time of breakages. Setting for puendo3 is min. Power 1 max power 6. It is recommended to start at the lowest setting and gradually increase power as needed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root causes are not identified. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the fourth device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a dentist broke 11 proultra endo tips #3 during use; no injury resulted and all tips were retrieved.